Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary finding of blades mechanical indentations to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing properly. This failure is typically associated with mishandling/misuse. Additional finding not reported by the site: the distal end of the tube extension was found to have thermal damage. No conductor wire damage found, and the electrical continuity test passed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument tips were misaligned and not closing well. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.